Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the reported issue was due to a faulty system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The device was returned to the customer without any repairs being performed.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.